Event description:
Customer reported that the infusion sets is leaking. Customer states that after reviewing daily totals, they realized that the insulin pump is not delivering. The blood glucose reading is 352 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.